Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set medical device type: fpa. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received 1 photo from the customer in support of this complaint. As no customer samples or a specific lot number was provided the scope of this investigation is limited. The customer photo shows a device with a cracked female luer and leakage in that area. Therefore, this complaint can be confirmed based on the customer photos provided. Bd is able to confirm the customer¿s reported failure mode of leakage based on customer photo analysis. Retain sample testing cannot be performed as the batch number is unknown. A review of the DHR could not be performed as the batch number is unknown. Bd is unable to determine a root cause for the reported issue.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the product there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the wing part of wingset pbbcs was found to be damaged." There was luer leakage during blood collection.